Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed through the event history but not duplicated. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated to correct the reported condition. A follow up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously sent into service for the reported condition of ?failure code 810:11?. See service records in siebel. Complaint no: (B)(4).